Manufacturer narrative:
B3: estimated based on gfe response from sales representative additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 16494778 UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 16505320. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 16494778. UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure due to frequent implantable pulse generator (ipg) charging. Additionally, in 2013, the patient underwent an implant procedure in which three sc-2366-70 leads were implanted. Later, in 2020, on the same date as the ipg procedure, one of the sc-2366-70 leads (serial number unknown) exhibited high impedances, which subsequently compromised the coverage the patient received. The patient underwent an ipg and lead revision procedure wherein their ipg and lead were explanted and replaced. The devices were disposed by the hospital and will not be returned for analysis. Postoperatively, the patient was doing good.